Manufacturer narrative:
(B)(4). The complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Fill volume: 199 ml. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. It was initially reported that the infusion from a pump was too fast an the patient "felt unwell with chest pain." The patient noted that the pump flowed at about 2.5 ml per hour instead of approximately 1 ml per hour. This suggests that the flow rate is doubled that what is specified for the device, and over the 15% tolerance. The patient infused twice with terbutaline 52.5mg/189 in 5% glucose devices over seven days simultaneously. It was noted that the devices have a non-linear infusion rate and it could be possible that the patient was getting too much infused initially and then not enough towards the end of the device, which was causing side effects (unspecified). Additional information received on 22-sep-2016 stated that the patient attended the a&e (accident & emergency), and the current condition of the patient is unknown. The patient was advised to revert back to the old method of infusion. There were no subsequent complaints and there was no ongoing risk for the patient. Additional information reported by the patient stated that she tried to measure the amount of fluid coming out of the pump, and determined that it was just under 2.5 ml. This was done by letter fluid drip into a measuring spoon. Since the patient reported to be feeling unwell, it was advised that she attend a7e for a check up. The patient advised that she was going to utilize old method of infusing bricanyl and not utilize the remaining devices. The patient and the consultant believe that the devices infuse too quickly in the beginning and much slower at the end. However, the patient is on a high dose and is most likely getting over a double dose on the first day, thus making the patient feel unwell.